Event description:
It was reported that there was an ¿increase of impedance values in successive controls.¿ all electrode pairs from the time of implant had ok impedances; however, interrogation on (B)(6) 2024 found that electrode pairs involving electrodes 2, 3, 5, 6, 7, 11, 12, and 15 had high impedances ranging from 17670 ohms to 40000 ohms. It was stated that the patient¿s therapy was ¿not completely effective due to impedance problems.¿ the connections and impedances were checked in an effort to troubleshoot the issue; however, there was no intervention performed. The cause of the impedance increase was not determined. There were no patient symptoms or complications associated with the event, no medical or surgical intervention was needed to prevent a permanent impairment of function, and the event did not lead to or extend patient hospitalization; the patient was alive with no injury at the time of report. The issue remained unresolved at the time of report. No complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 977a2 lot# serial# unknown implanted: (B)(6) 2023. Product type lead g2 country: argentina medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.